Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins turns off randomly during the night while the patient sleeps. No known factors contributed to the issue. No diagnostics or troubleshooting was performed at this time. The patient was going to continue to monitor the issue and report back to the rep if it occurs again. The patient lived alone and said no one had access to her controller while she sleeps. The issue was reported to be resolved. No further complications were reported.